Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the report of biventricular heart failure and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(4), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available section 1 of this document lists multiple types of organ failures and dysfunctions (such as right heart failure), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from biventricular failure.